Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, race, ethnicity, and medical history were not provided. Procode: krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). Initial reporter address line 1: (B)(6). Initial reporter email is not available / unknown. [Conclusion]: the healthcare professional reported that during the coil embolization procedure for a bleed, the physician used more than ten coils, but the 1mm x 3cm galaxy g3 mini coil (glm910030 / l12660) became stuck; there was resistance between the coil and the microcatheter (unknown brand). The physician attempted to flush the coil, but the issue was not resolved. Adequate and continuous flush was maintained through the microcatheter. The coil was replaced, and the procedure was completed. It was reported that excessive force was not applied to the device. There was no report of patient adverse event or complication associated with the reported issue. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 1mm x 3cm galaxy g3 mini coil was returned and was received contained in a pouch. Visual inspection was performed. The hub was observed without any damage. The device positioning unit (dpu) was observed protruded from the introducer. The introducer was observed partially unzipped and kinked. The resheathing tool did not have any appearance of damage noted on it. Microscopic inspection was performed. The v-notch was in good condition. The resistance heating (rh) was without damage and showed no evidence that it had been heated. The embolic coil was inspected and observed to be stretched and kinked. With the device positioning unit noted to be protruding from the introducer and with the embolic coil in stretched and kinked condition, functional analysis could not be conducted. The reported issue that the 1mm x 3cm galaxy g3 mini coil encountered resistance in the microcatheter was not confirmed with functional testing. The dpu protruding from the introducer and the coil in stretched and kinked condition suggest that force was likely and inadvertently applied on the device. A review of manufacturing documentation associated with this lot (l12660) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue documented in the complaint could not be confirmed through analysis as the returned device was received in a condition that precluded it from undergoing functional testing. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported issue of resistance between the coil and the microcatheter. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Coil stretching and kinking are known potential issues associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kinking and stretching from occurring. The coil kinked and stretched conditions were not originally reported with the complaint. The exact cause of the observed kinked and stretched condition of the embolic coil could not be conclusively determined; however, stretching can occur during attempts to advance or withdrawal the coil against resistance. The dpu on the returned device was observed protruding from the partially unzipped and kinked introducer, an indication that it had been subjected to force, likely during the attempt to advance the coil when the resistance with the microcatheter was encountered. The device history record was reviewed and was confirmed that there was no anomaly during the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1mm x 3cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in kinked and stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure for a bleed, the physician used more than ten coils, but the 1mm x 3cm galaxy g3 mini coil (glm910030 / l12660) became stuck; there was resistance between the coil and the microcatheter (unknown brand). The physician attempted to flush the coil, but the issue was not resolved. Adequate and continuous flush was maintained through the microcatheter. The coil was replaced, and the procedure was completed. It was reported that excessive force was not applied to the device. There was no report of patient adverse event or complication associated with the reported issue. The product was returned for evaluation which revealed that the embolic coil was stretched and in kinked condition. Based on the product analysis on 8/20/2019, this event has been deemed MDR reportable as a ¿malfunction.¿